Manufacturer narrative:
Corrected: lot. Lot number has five possibilities but the exact one is unknown : 014440, 080530, 139620, 195990, and 206980. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown trauma screws. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip fracture repair procedure, the drill bit tip fractured off in the screw and was unable to be removed from the patient's wound. Attempts have been made and additional information on the reported event is unavailable at this time.